Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer contacted support stating that glucose readings were visible in the dexcom mobile application, but the g7 sensor was not connecting to the insulin pump. The sensor code displayed in the mobile application was confirmed, and the customer was guided to initiate the sensor connection through the pump¿s dexcom menu and enter the code. The devices did not successfully pair, and the customer was instructed to restart the pump; however, the connection issue persisted. It was confirmed that the pump was operating on the latest firmware and that the bluetooth version was current. A review of the alarm history showed a sensor failed alert and a brief sensor issue. The customer was then instructed to replace the g7 sensor. After applying a new sensor and completing the warm-up period, the new sensor was confirmed to be active. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.